Manufacturer narrative:
Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the pedicle screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the pedicle screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Product has not been returned for evaluation. Without lot identity, manufacturing history and lot specific complaint history review was not possible. Review of complaint history regardless of lot did not identify a trend for reports of this nature for this part number. Should the product be received a follow-up report will be filed to provide evaluation results. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2017-00003 / 00004). Device not return to the manufacturer.

Event description:
During a procedure performed on (B)(6) 2017, the tip of two reform modular screw drivers (39-md-0700) broke during insertion of reform modular pedicle screws. One broke while inserting a 7.5mm reform modular screw, the bone was tapped using a 6.5mm tap prior to insertion. The other broke while inserting an 8.5mm reform modular screw for which the tech mistakenly provided a 5.5mm tap for preparation. The tip of both drivers were left in the screw implanted in the patient. The screws were "helicoptered" into place using a short rod and the procedure was completed using alternate drivers available in the set. There was a slight delay of approximately 3-5 minutes due to the reported issues.